Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The "known inherent risk" investigation conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system underwent a full system explant due to infection. The crt-d including right ventricular (rv) and left ventricular (lv) leads were explanted. The patient was provided with an external device while the infection was treated with antibiotic medications. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system underwent a full system explant due to infection. The crt-d including right ventricular (rv) and left ventricular (lv) leads were explanted. The patient was provided with an external device while the infection was treated with antibiotic medications. No additional adverse patient effects were reported.